Event description:
Customer reported that the probe was bent and dripping. Customer stated that there was possibility of contamination of reagents. Reagents were discarded. Patient sample was not contaminated. Issue occurred due to customer leaving stopper on sample tube.

Manufacturer narrative:
Ocd field engineer replaced the probe and washblock. Adjustments and modifications brought the instrument back to operation. (B)(4)